Manufacturer narrative:
Alleged failure: screen went dark. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: camera head conforms to specifications. The most probable root cause could be other equipment used along with the camera head when the issue occurred. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: camera head conforms to specifications. The most probable root cause could be other equipment used along with the camera head when the issue occurred. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was dark image.

Manufacturer narrative:
Alleged failure: screen went dark. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: camera head conforms to specifications. The most probable root cause could be other equipment used along with the camera head when the issue occurred. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was dark image.